Event description:
A physician attemtped an arteriotomy closure using the starclose device in the right femoral artery. Thirty minutes post the procedure, the patient complained of feeling ill and experienced decreased blood pressure. The patient was transferred to ICU and was given three units of blood. The patient remained in the hospital overnight and was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.